Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure (B)(6) 2010 and mesh was implanted concurrently with hysterectomy; due to lavh and cystoscopy. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary problems, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.